Event description:
It was reported that the sleep/wake button was not functioning. There was no adverse impact to the customer¿s blood glucose level. The customer declined a callback from technical support and no further actions were documented.